Event description:
During a right shoulder arthroscopy procedure, using a right angle 90 3.5mm arthrowand, it was reported that ten mins into the procedure, the distal end of the wand bent. Intraoperative examination of the wand found the tip was ready to detach. It was reported that no device fragments fell into the surgical site. The procedure was completed with an add'l arthrowand. No pt complications were reported as a result of this event.